Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that two patient samples gave falsely elevated calcium (ca_2c) test results from an advia chemistry xpt system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse completed the following: all probe alignments performed, all mixer alignments performed, aspiration checks performed on wash station units (wud and dwud), 14mm seals replaced on the reagent wash pumps (rwp1 and rwp2). The cse ran a precision check on the calcium assay with acceptable results. Internal quality controls were run with acceptable results. The cause of the falsely elevated calcium test results is unknown. Mechanical alignments and worn 14mm seals on the reagent wash pumps are contributing factors to this event. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
The customer reported that two patient samples gave falsely elevated calcium (ca_2c) test results from an advia chemistry xpt system. The falsely elevated patient results were not reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt system. The repeat results were lower, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca_2c results.